Manufacturer narrative:
Insulin pump received with cracks on the case, battery tube threads, reservoir tube lip, reservoir tube, scratched lcd window and missing reservoir tube o-rings. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that she dropped her insulin pump and the drive support cap came completely out. Customer also stated that the reservoir compartment is cracked with pieces missing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.